Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date. The customer stated the bag empties before the expected infusion completion time. The set up was as follows: "total parenteral nutrition on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was ¿at least 50ml as there is 50 ml of overfill in each tpn.¿ there was patient involvement; however the patient¿s status never changed. Further, there was no delay in therapy, no medical intervention and no report of human harm.

Manufacturer narrative:
The pump¿s event alarm log history was reviewed. Equipment items used for the investigation were as follows. Saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Device passed visual inspection. No evidence of physical damage or contamination. Device passed all performance verification testing most notably the volume accuracy test results are 20.23 ml. Volume accuracy of 98.86 %. Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.